Event description:
It was reported that the right atrial (ra) lead measured high impedance and high threshold values. It was further reported that the lead had fractured. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.